Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used during an arthroscopy left knee anterior cruciate ligament reconstruction, patella tendon autograft, chondroplasty, limited lateral release procedure on (B)(6) 2023 when it was reported ¿small metal tip on 90 degree arthorcare probe broke off into patient's left knee toward end of procedure.¿ further assessment questioning found that "small fluoroscopy in room to assist surgeon in ascertaining location of small metal tip which was noted in patient's left knee. Surgeon requested 30 & 70 degree scope and attempt made to locate and remove small metal tip but as unable to locate tip. Image was taken with small fluoroscopy but was not printed. It was determined that the retained item was in posterior aspect of knee and was most likely not at risk of migrating into knee joint". The procedure was completed with the use of another aes-90sn probe. There was no report of medical intervention, or hospitalization required for the patient. The current status of the patient was reported as ¿left o.r in stable condition¿. This report is being raised on the basis of injury due to foreign body remaining in the patient.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used during an arthroscopy left knee anterior cruciate ligament reconstruction, patella tendon autograft, chondroplasty, limited lateral release procedure on (B)(6) 2023 when it was reported ¿small metal tip on 90 degree arthorcare probe broke off into patient's left knee toward end of procedure.¿ further assessment questioning found that "small fluoroscopy in room to assist surgeon in ascertaining location of small metal tip which was noted in patient's left knee. Surgeon requested 30 & 70 degree scope and attempt made to locate and remove small metal tip but as unable to locate tip. Image was taken with small fluoroscopy but was not printed. It was determined that the retained item was in posterior aspect of knee and was most likely not at risk of migrating into knee joint". The procedure was completed with the use of another aes-90sn probe. There was no report of medical intervention, or hospitalization required for the patient. The current status of the patient was reported as ¿left o.r in stable condition¿. This report is being raised on the basis of injury due to foreign body remaining in the patient.

Manufacturer narrative:
Reported event of ¿small metal tip broke off¿ was confirmed based on photographic evidence and device evaluation. Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 53 complaints, regarding 55 devices, for this device family and failure mode. During this same time frame 197,181 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised the following: if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. We will continue to monitor for trends through the complaint system to assure patient safety.